Event description:
The nurse was at the patient bedside when the patient attempted to activate a warm pack and the pack burst, covering the patient right upper arm, neck, face, and hair. The nurse immediately helped the patient to the bathroom to wash the face and flush out the right eye. The patient stated that although the fluid was on his eyelid, he did not feel that it had gotten in his eye. The patient washed with the nurse assistance and she changed the clothes and linens. The patient affected skin showed no signs of irritation, breakdown, rash, or erythema. Visual examination was perrla (pupils equal, round, react to light, accommodation) with no signs of irritation in either eye. The patient stated that all areas including the right eye felt fine.